Event description:
It was reported that the etrak 2500l system would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. Had the customer completely shut down system and perform a reboot. Info provided indicated that the system recovered completely and is functioning as intended.